Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿image problem - no endoscopic vision¿ was confirmed. The following findings were noted during device evaluation: due to deformation of up/down knob, lock engagement lever rotates concurrently, switch and flexible printed circuit has corrosion due to water leakage, charged coupled device flexible printed circuit, electrical connector, flexible printed circuit board, scope connector and plate have corrosion due to water leakage, due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements, acoustic lens is damaged, adhesive around objective lens has wear, adhesive on bending section has wear, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of the forceps elevator wire, the forceps raising angle does not meet the specifications, universal cord has a scratch, and moisture in the connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had an image problem-no endoscopic vision. Upon inspection and evaluation, gap of adhesive on the distal end / stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: 1) "do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result." 2) "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." 3) "do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal." 4) "do not twist or bend the bending section with your hands. Equipment damage may result." 5) "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.